Event description:
Reportedly the pump was set to infuse at a very slow rate of 0.12cc per hour. When the tubing on the line from the pump was occluded it was noticed that the pump did not alarm. There was no pt. Issue with this event. Pump is being sent in to be checked. Biomed. Found nothing wrong with device.